Event description:
It was reported that the balloon burst. The stenosed target lesion was located in the iliac artery. The physician inflated a 8.0x80, 75cm mustang balloon catheter in the target lesion and it ruptured during an unknown inflation attempt. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Date of birth: 1962. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination of the returned device found no kinks or damage along the entire length of the device. Positive pressure was applied and a leak was noted. A further microscopic analysis confirmed a longitudinal tear in the mid balloon body measuring approximately 77mm in length. The examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No other defects were noted. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon burst. The stenosed target lesion was located in the iliac artery. The physician inflated a 8.0x80, 75cm mustang balloon catheter in the target lesion and it ruptured during an unknown inflation attempt. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.